Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received an appropriate shock. Interrogation of the ICD revealed shock impedance measurements above 200 ohms; however, the shock impedance measurement when the shock was delivered was in normal range. The patient was seen again the following day and the shock impedance measurement has remained above 200 ohms. Testing was performed and it was determined that the measurements were out of range in both the rv coil to can and rv coil to ra coil configurations. A review of the shock impedance measurements revealed an increase since (B)(6) 2015 with some measurements intermittently above 200 ohms. Boston scientific technical services (ts) was contacted for assistance. A ts consultant discussed that based upon the data, there appeared to be an issue with the distal coil of the rv lead. At this time, the ICD and rv lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
The ICD and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was brought back in for further testing. A commanded shock at 31 joules was performed which yielded a shock impedance measurement of 52 ohms. As a result, the physician decided to not perform any further interventions and the patient will continue to be monitored. No additional adverse patient effects were reported.